Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the inner packaging during receiving inspection. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and information. Visual inspection confirmed the reported event as debris was identified within the sealed sterile packaging. An ftir spectrum analysis of the debris could not conclusively identify its material composition. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.